Event description:
The customer alleged they received questionable results for multiple assays on their c501 analyzer. The customer stated they were unable to provide the total number of patient samples with questionable results, but provided data for four patient samples. Of the data provided, one patient had a discrepant creatinine jaffé gen.2 result that was reported outside the laboratory. The patient's initial creatinine result was 0.29 mg/dl. The sample was repeated and the result was 0.92 mg/dl. The customer considered the repeat result to be correct and it was corrected. The patient's sample was found to have a clot. There were no adverse events. The creatinine reagent lot number was 69501301 and the expiration date was 11/30/2014. The field service representative found that the clot detection was not working because it was not turned on. The clot detection was turned on. He replaced the sample probe pressure sensor and sample probe. He adjusted the sample and reagent probes. He checked the pipette volumes of the sample and reagent probes during air purge. It was discovered that the reaction cells and lamp had not been changed as needed and they were replaced. A precision test was performed. The customer performed calibration and quality control and all the results were within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
On follow up with the customer, they indicated that as far as they were aware, they have not had any further issues since the field service representative made the change to the settings.